Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced a damaged plunger rod. The following information was provided by the initial reporter: according to the customer's report, the hcp could not draw the plunger rod properly because it was deformed.

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, the team is unable to determine the if the plunger rod is damaged. From the sample, no damage to the plunger rod was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced a damaged plunger rod. The following information was provided by the initial reporter: according to the customer's report, the hcp could not draw the plunger rod properly because it was deformed.